Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose level was 150 mg/dl. He was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly and no button error alarm or moisture damage to the keypad traces were noted. The keypad connector was fully locked. The insulin pump had a cracked reservoir tube lip.